Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged 2 patients that experienced hairline fractures surrounding the proximal part of the plate as mentioned in the literature could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by hand surgery unit, division of orthopaedic surgery, tel aviv sourasky medical center, sackler faculty of medicine. The title of this report is ¿hairline fractures following volar plating of the distal radius: a recently recognized hardware-related complication¿ published on january 22 2018, which is associated with the stryker ¿variax plating¿ system. The article can be found at https://doi.org/10.1007/s00256-018-2877-9. This report includes analysis of the clinical data that was collected on 220 patients, the cases in this study range from june 2013 and june 2015. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 2 patients experienced hairline fractures surrounding the proximal part of the plate.